Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with burning, inflammation, pimples, and infection, underneath sensor pod area only. The patient was brought to the hospital by the parents and was given a prescription of an unspecified antibiotics. The route of the antibiotic treatment was not reported but given the information given by the reporter, it is likely that these were oral tablets. The patient left the hospital on the same day and at the time of the report, the patient was reported to have recovered after the antibiotic treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).